Manufacturer narrative:
(B)(4).

Event description:
It was reported by the surgeon a week after replacement surgery that the patient's generator site was red, puffy and had a little bit of pus. The patient was prescribed antibiotics in response. The manufacturer's device history records of the lead and generator were reviewed. Sterility of the generator and lead prior to release was verified. No known relevant surgical intervention has been received to date. No further relevant information has been received to date.